Manufacturer narrative:
H3: the reason for the revision reported may have been due to prosthesis wear; however, the wear could not be confirmed based on the images provided for the patella component and the 9mm insert. The observed wear on the 11mm insert may have been due to implant positioning and/or third body wear. However, this cannot be confirmed because the components were not returned for evaluation and no radiographs or relevant clinical information was provided.

Manufacturer narrative:
Pending investigation. D10: (B)(6) 02-010-04-0230 - logic cr femoral por, left, sz 30 (B)(6) 02-010-04-0330 - logic cr femoral por, right, sz 3. (B)(6) 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t (B)(6) 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t.(B)(6) 200-02-35 - three peg patella 35mm. (B)(6) 201-78-15 - holding pin mini sharp point 4 pk. (B)(6) 201-78-81 - 3 trocar, mod. Hex 2pk. (B)(6) 201-78-81 - 3 trocar, mod. Hex 2pk. (B)(6) 201-78-81 - 3 trocar, mod. Hex 2pk. (B)(6) 521-78-23 - threaded pin size 2.3 collared. (B)(6) 521-78-23 - threaded pin size 2.3 collared. (B)(6) 521-78-23 - threaded pin size 2.3 collared. (B)(6) 521-78-36 - threaded pin size 5.1 collarless. (B)(6) a10012 - gps implant kit v2. (B)(6) a10012 - gps implant kit v2. Unassigned 200-00-00 - knee item-misc.

Event description:
As reported, 6 years and 2 months post the initial bilateral tka, a bone scan showed low level heat on both knees. The surgeon removed the poly tibial inserts and left side patella, which all showed evidence of wear and mild osteolysis. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.